Event description:
This customer reported that the device had op-check failure and charge/shock failure message in status log.

Manufacturer narrative:
(B)(4). This customer reported that the device had op-check failure and charge/shock failure message in status log. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.